Manufacturer narrative:
Device information provided as serial numbers (B)(4), lot numbers 1825852 and 1829460, style 410 cohesive silicone gel filled breast implant, catalog n-27-mm110-215. The affected side for the serial number of devices was not provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken implants".

Event description:
Patient reported right side "broken implants". Device remains implanted.